Manufacturer narrative:
Of the 4 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to due to moisture in the pump, cracked battery compartments and damaged battery caps. . This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life with damage/moist issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-22 years of age and between 0 and 0 pounds. Of the reported patients, 1 was a male, 2 were females, and 1 was unknown.